Event description:
The device was used for a lung biopsy procedure. Reportedly, the instrument did not release from the tissue.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not available for eval.